Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto bipap. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam particles or degradation. There was no allegation of harm or serious injury to the patient. There was no report of medical intervention specified. The device was scrapped.